Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the customer has known of six (6) devices that have displayed channel error as 240.4150 shortly after the chemotherapy infusion began, per customer the channel "squawked/alarmed & shut off". There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the customer has known of six (6) devices that have displayed channel error as 240.4150 shortly after the chemotherapy infusion began, per customer the channel "squawked/alarmed & shut off". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.